Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital due to contamination. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Attempts have been made to obtain the actual values vs. The expected values. However, no response has been received at this time. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the pa pressures were too high when correlated with other measuring techniques. Problem was resolved when a new swan ganz catheter was used. All the pressures were found within the normal range. The defective catheter was discarded due to contamination issues.